Event description:
A customer reported that their pump screen was dark and would not turn on, even though the device had power. The customer declined to provide information about their blood glucose level, so there was no reported impact on this metric. Technical support instructed the customer to troubleshoot by ensuring the pump was not connected to a power source and using the tip of their finger to press the button. When this did not work, they suggested charging the pump with a reliable power supply, which momentarily restored functionality. However, the issue persisted when unplugged. As the pump was out of warranty, a replacement was not provided, and the customer was advised to use multiple daily injections (mdi) as a solution.